Manufacturer narrative:
Manufacturing site: (B)(4). The microcatheter and the guide wire were returned for inspection. The guide wire was found inserted in the microcatheter and the two devices were stuck to each other when returned. The distal segment of the guide wire was sticking out of the microcatheter for approximately 130 mm. Although the guide wire could not be withdrawn from the microcatheter, there was no kink or other significant deformation observed on the guide wire. Microscopic observation of the catheter tip segment found a helical scratch mark on the tip surface that was likely caused by contacting the calcium. The overlapped segment of the tip polymer and the polymer jacket on the guide wire was found scratched and peeled. The strand, partially tightened by rotational force, was found exposed. X-ray observation found a radiopaque gap between the tip segment and the shaft segment. The braids of the microcatheter were found disarranged and tightened from the proximal tip segment to the distal shaft segment. There was no damage that could be related to the reported gap on the guide wire that was used with the microcatheter. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that stress from torquing during crossing the lesion was locally accumulated on the distal segment of the microcatheter, tightening the braids of the catheter and reducing the catheter lumen in size. Consequently, resistance was increased between the catheter lumen and the guide wire. The catheter tip could be torn when in contact with the calcium. Under fluoroscopy, the torn segment could be recognized as a radiopaque gap. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, a possibility could not be completely ruled out that some fragments of the torn polymer jacket might be left in the patient anatomy as the polymer jacket was so severely damaged. The instructions for use (IFU) states: [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); and, [malfunction and adverse effects] damage, trap with guide wire.

Event description:
It was reported that an asahi microcatheter was used with an asahi guide wire to treat a moderately calcified cto in lcx #13 during a pci. After the devices crossed the lesion, the microcatheter and the guide wire were found stuck to each other and the guide wire could not be withdrawn. Fluoroscopy found a radiopaque gap. The two devices were withdrawn as a unit. Another device was used to continue the procedure. The lesion was stented and the procedure was completed with reestablished blood flow. There were no adverse patient effects associated with the case and the patient was discharged without problem after the procedure.